Event description:
It was reported that during implant, the device set screw remained loose and would not engage. A new device was successfully implanted to complete the procedure. No adverse patient consequences were reported.

Manufacturer narrative:
Correction: e1: field should reflect physician's first name.